Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a driver motor anomaly. They changed the infusion set three times that night. The customer received insulin flow blocked but the reservoir was completely drained. The reservoir was completely depleted but the insulin pump showed 83 units in the status. Customer's blood glucose level was 14.9 mmol/l. Insulin squirted out during the fill tubing process. Insulin continued to drip after the motor stopped during the fill tubing process. Insulin began to exit the line earlier than expected. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin passed the functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The test reservoir volume matches the units remaining in the insulin pump status screen. During the occlusion test, inserted a water filled reservoir and infusion set into the reservoir compartment; the insulin pump recognized the water filled reservoir and infusion set in the reservoir compartment. The insulin pump was programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. After the unit completed the 2.0 fill cannula delivery, the motor stopped and there was no more water exiting the infusion set. The motor functioned properly during testing. No drive motor anomaly, prime seating anomaly or fill cannula anomaly noted. The motor was tested outside of the device and passed. The insulin pump had a scratched case and a pillowing keypad overlay.